Event description:
Customer reported a malfunction code, malf 9, on their device; however, no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears.